Event description:
Customer reported via phone call to have problems with battery longevity. Customer's blood glucose was 420 mg/dl which was treated. Customer reported that batteries were changed three times in twelve days. After troubleshooting, customer was advised that battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.